Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was pacing in the 40 beats per minute range, which was below the lower programmed rate. It was found that the patient had failed to take their medication and had an elevated potassium level, which caused a change in morphology. Reprogramming the device to ignore the elevated t wave was unsuccessful. The device was tricked into believing it was pacing at 70 beats per minute. The rate was turned up until the morphology returned to normal. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.